Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient had been hospitalized five days prior to the implant of this transcatheter bioprosthetic valve. The reason was not provided. Two days following the valve implant, which was five days following the initial hospitalization, the patient¿s body temperature increased. The c-reactive protein (crp) increased the following day. Infection was reported due to a post-operative tracheal intubation. The cause for the intubation was not reported. Medication, cefoperazone sulbactam was administered intravenously. This event extended the existing hospitalization. This event was reported as possibly related to the procedure but unlikely related to a medtronic product. The status of the adverse event is not recovered/not resolved. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the reason for the infection caused by the post-operative tracheal intubation was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient had been hospitalized five days prior to the implant of this transcatheter bioprosthetic valve. The reason was not provided. Two days following the valve implant, which was five days following the initial hospitalization, the patient¿s body temperature increased. The c-reactive protein (crp) increased the following day. Infection was reported due to a post-operative tracheal intubation. The cause for the intubation was not reported. Medication, cefoperazone sulbactam was administered intravenously. This event extended the existing hospitalization. This event was reported as possibly related to the procedure but unlikely related to a medtronic product. The status of the adverse event is not recovered/not resolved. No additional adverse patient effects were reported. Additional information was received which indicated that the reason for the infection caused by the post-operative tracheal intubation was unknown. No additional adverse patient effects were reported. Additional information was received that the patient had a positive medical history of unspecified respiratory issues. The intubation was initiated as routine procedure prior to the valve implant. The reason for intubation to remain post-operative was unknown. No cultures were obtained to determine infection organism. Per the physician, a medtronic device did not contribute to the intubation. The patient was reported to be recovered seven days following onset.

Manufacturer narrative:
Updated data: h3. The valve remains in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.